Event description:
It was reported that the customer received a sensor error while the sensor feature was turned off on the insulin pump. The customer's blood glucose was 569 mg/dl. Insulin was administered just before the patient's blood glucose was checked. It was checked again and was at 530 mg/dl. Additional insulin was administered and troubleshooting was performed. It was found the patient's insertion site was in the abdomen. A test plug procedure was required, but one was not available. It was advised that the sensor be removed and no damage was found in the sensor. It was advised for the customer to insert a new sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to low readings.